Event description:
It was reported that the device was leaking fluid between white spike and clear drip chamber. The pt was admitted in ICU after an aborted attempt, spike is attached to the clear drip chamber. This could potentially result in inaccurate readings. When the femoral arterial line pressure was initially compared to the radial line the femoral line was high. No pt complications were reported.

Manufacturer narrative:
Device has been returned but has not yet been evaluated.